Event description:
Nurse went into the patient's room with another nurse to shoot pa [pulmonary artery] cath (swan) numbers and after zeroing all the lines, heard a whoosh of air during the thermo dilution injection. Upon closer inspection, it was air and fluid being sprayed out of the blue cvp [central venous port] (right atrial port) as the tubing had cracked at the white wing. The cardiovascular ICU team was notified that it was not a salvageable fix and that the pa cath would need to be pulled. The line was pulled without issue; an obturator was placed over the introducer as the plan was to keep the introducer for the time being. The line was kept, bagged, and labeled and turned into department manager for biomed inspection.